Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was performed to reposition the right ventricular (rv)lead due to loss of capture and under-sensing. The rv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.